Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8990st-1, with batch number 15365291, revealed a bent tip. Therefore, arthrex was able to deduce the cause of the complaint as misuse due to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11 may 2025, it was reported by a sales representative via email that 2 x ar-8990st-1 dx fibertak suture anchors, st & ndls were reported to have bent during insertion. This occurred on (B)(6) 2025 during a lateral ligament repair. The case was completed successfully using ar-8990st-1 and switching to a 1.6 drill. There was case involvement.